Manufacturer narrative:
The customer received a replacement device. Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the lid switch assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon further evaluation of the device, physio-control observed that the device intermittently would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use associated with this event.